Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that when loading a patient exam the system became unresponsive. The site stated that there was a linux code displayed and then it went away. The site was unable to confirm what the code was. A representative attempted to soft reboot using ctrl + alt + backspace but nothing happened. The representative was unable to replicate this behavior. The representative did a hard reboot of the system and no input detected was displaced for a couple of minutes then booted into the application. It was noted that there was only 18 gb of available storage on the system. The representative deleted unnecessary patient information. Re-booted the system, and the representative noticed a difference almost immediately in terms of speed. Attempted to re-import the patient disc and it loaded without error. Medtronic navigation was aborted. There was a reported delay of less than one hour ad no impact to patient outcome.